Event description:
As reported, during a fenestrated endovascular aortic aneurysm repair under general anesthesia, the side-arm detached from the hub of a flexor high-flex ansel guiding sheath. After inserting the sheath into the left femoral artery, blood leaked from the device, and the user realized that the side-arm had detached, resulting in approximately fifty milliliters of blood loss. Per the customer, ¿at the time of the incident, no work was being carried out on this sheath. They were working in a different vessel at that time.¿ the anatomy was not tortuous, scarred, or calcified, and resistance was not encountered during insertion or removal of the sheath. The dilator was not in place at the time of the event; however, another manufacturer¿s wire was in the sheath lumen when the side-arm separated. The hub was not used to pull the device from the patient. The sheath was quickly removed, and a new sheath was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: customer name and address = postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during a fenestrated endovascular aortic aneurysm repair under general anesthesia, the side-arm detached from the hub of a flexor high-flex ansel guiding sheath. After inserting the sheath into the left femoral artery, blood leaked from the device, and the user realized that the side-arm had detached, resulting in approximately fifty milliliters of blood loss. Per the customer, ¿at the time of the incident, no work was being carried out on this sheath. They were working in a different vessel at that time.¿ the anatomy was not tortuous, scarred, or calcified, and resistance was not encountered during insertion or removal of the sheath. The dilator was not in place at the time of the event; however, another manufacturer¿s wire was in the sheath lumen when the side-arm separated. The hub was not used to pull the device from the patient. The sheath was quickly removed, and a new sheath was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The clear side-arm tubing had pulled free from the hub. Small traces of adhesive were noted on the portion of clear tubing that goes into the hub. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final or subassembly lots. A review of complaint history found no additional complaints for this lot number. A supplier investigation was conducted. The supplier concluded that the device was manufactured to specification, and a root cause was not determined. The product IFU instructs ¿using the side-arm of the valve, flush the sheath by filling the sheath assembly completely with heparinized saline.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.